Event description:
It was further reported that a strong sensed artifact was present on the right ventricular (rv) lead after reprogramming, which this interaction/phenomenon can be amplified by an internal lead insulation problem. The sensing integrity counter (sic) distribution was irregular as such external emi was suspected; however, the lead insulation problem is compromising the sensing of the artifacts as well making the system more sensitive for myopotentials, emi, or conductor to conductor interaction when an inner insulation breach happens.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) is suspected to be experiencing emi (electromagnetic interference) which triggered lead integrity alerts (lia) and showed background noise on the atrial nearfield and farfield channels that is certain to be emi. It was noted that this oversensing is present during the daytime or very early morning when the patient is awake and that overall sic (sensing integrity counter) happens almost each day with single oversense beats. The patient was hospitalized for the night and the alarms and events continued to occur even though they did not have any phone or device with them. After reprogramming was done it was noted that when getting the patient out of bed a single marker for vs-fs appeared. It was additionally noted that similar oversensing had also occurred back in (B)(6) 2024. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated emi. Analysis of the device memory indicated a right ventricular lead integrity alert, but the criteria were not met. Analysis of the device memory indicated noise. Analysis of the device memory indicated oversensing and oversensing due to non-physiologic signals/sensing integrity counter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.